Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical technologist reported that during a cataract extraction with intraocular lens implant procedure they were having occlusion issues with the handpiece, tip and cassette. The case was completed using the same system with no harm to the patient.

Manufacturer narrative:
The customer reported that the phaco handpiece was occluded too many times. The customer would like to have someone to verify if the system was working properly. The company service representative examined the system and no problem was found in the system. The system was then tested and met all product specifications. The phaco handpiece was not returned and the serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The system was manufactured on november 30, 2011. Based on qa assessment, the product met specifications at the time of release. The customer did not retain the cassette or the cassette lot number. The device history record (DHR) and lot number history could not be reviewed. The customer did not retain a sample for this complaint report; therefore, functional testing could not be conducted. No phaco tip was returned for tip occlusion. No lot number was identified with this complaint; therefore, a lot number history review could not be conducted. All phaco tips are 100% visually inspected by trained operators using 30x magnification. Root cause: the root cause cannot be determined conclusively. (B)(4).